Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2017 with the following findings: a visual inspection of the pump showed no damage to the battery compartment or battery cap. The battery cap was able to attach securely to the pump. During investigation, the pump powered on with auditory and vibration features functioning. The display was found to be blank. The pump¿s cover was removed and the electronically erasable programmable read-only memory (eeprom) component was found to be cracked. A failure with the pump¿s read-only memory was determined to be the cause of the blank display.